Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a pateint was wearing a pod between 1 and 4 hours their blood glucose level rose to over 250 mg/dl. The patient reports upon activation the pods needle was bent in addition once the pod was removed from the infusion site (abdomen) the cannula was bent. As treatment, the patient administered manual shots of insulin.